Event description:
It was reported that on (B)(6) 2021, the patient underwent revision surgery and hardware removal due to migration of the locking screw. There was screw prominence and potential loss of fixation. The screw backed out two (2) months after insertion. The product was implanted in the patient on (B)(6) 2021. There is no further information available. This report is for one (1) locking screw for im nail 5/ 84/ xl25. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Event occurred on an unknown date in 2021. Additional procode: jds, hsb. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: investigation summary: the complaint device locking screw for im nail 5/ 84/ xl25. (Product code: 04.045.084, lot number: unk) was not received for investigation. A x ray investigation was performed based on the image attached in the notes & attachments section of pc titled "20211019_074822.jpg". The x-ray evidence was reviewed, it can be observed a backed out screw condition. Screw clearly caused a prominence due to shifted required position. However, cause for this ''backed out" can not be determinated by the xray evidence, and no further analysis can be performed without physical product. A functional test can not be assessed since part was not returned. A definitive assignable root cause could not be determined based on the provided information. A manufacturing record evaluation cannot be performed due lot number being unknown. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. During the investigation no product design issues or discrepancies were observed (based on the images) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot - a manufacturing record evaluation cannot be performed due lot number being unknown. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.